Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the location of the infection was around the incision site. The reporter noted that the date of onset, signs and symptoms, and treatments were unknown.

Event description:
It was reported the patient had an infection after permanent implant and had to go to the emergency room and was on antibiotics around (B)(6) 2013.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va06nfu, implanted: (B)(6) 2013, product type: lead. (B)(4).